Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bi-ext set 15cm macro bore spin nut had no label on the packaging. This was discovered before use. The following information was provided by the initial reporter: no label on packaging.

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 8148561 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was received for evaluation by our quality engineer team. Through examination of the picture sample, the label was observed missing from the product packaging. It has been determined that this incident most likely resulted from an error in the packaging printing process and an error in the separation of defective packages before product release. In response to this incident, a notification was issued to all inspection operators to raise awareness of this potential issue and ensure proper detection of defective packages.

Event description:
It was reported that bi-ext set 15cm macro bore spin nut had no label on the packaging. This was discovered before use. The following information was provided by the initial reporter: no label on packaging.